Event description:
Provider states let go of joystick forward rolls backward and stops push backwards and rolls forward.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.